Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: investigation conclusions: device evaluation: visual inspection confirms that the distal tip of the tap has broken off. There is also a slight bend to the smaller diameter that was not sheared from the main shaft. The root cause is likely off-axis force being applied to the tap going into the bone. Review of device history records showed there were no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver has broken off.